Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot formation occurred. The returned device was visually inspected and it was found in normal conditions; catheter tip has no evidence of clot adhered to it. The device was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and no occlusion was observed, the catheter passed the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding clot cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The suspected medical device reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch bi-directional navigation catheter approved under PMA # p030031/s053.(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot formation occurred. After transseptal puncture, a high temperature limiter displayed when the ablation was started. The generator was in power control mode and the patient received anticoagulation during the procedure. The catheter was removed from the patient's body and a clot or coagulum was discovered stuck to the tip. Flushing was conducted to remove the clot but it could not be removed. The catheter was changed twice and the procedure was completed with no patient consequence. This event is MDR reportable since thrombus/clot/coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism.